Event description:
Volumetric pump came off the poleclamp. It was noticed that the rear case of the pump was not broken and the 4 screws of the poleclamp were not inside the poleclamp anymore. 2 of the screws and the washers were found inside the pump. The other 2 screws were still in the rear case. The pump fell off the infusion pole onto the patients bed. This incident did not affect the patient or the treatment of the patient. After the incident all pumps in this hospital were checked and they found that in 7 other cases the four screws of the poleclamp were loosened. Returned for investigation.